Manufacturer narrative:
After battery installation, the pump alarmed critical pump error and pump error was found at the formatted history file due to corrosion. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to critical pump error. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical pump error message on their insulin pump. The patient's blood glucose level was 2.8 mmol/l at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.